Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/24/2017 with the following findings: review of the pump¿s black box indicated no abnormal pump behavior. The settings were maintained when the battery was removed from the pump. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. A battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the basal rates are deleted if the user waits too long to put the battery in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation that there was an issue with the pump that impacted the basal settings.